Event description:
Device report from (B)(6) reported a patient was sitting on the edge of the bed and reportedly fell on the floor from a distance of 20 centimeters. After falling the ala hook 90 degrees was noted as broken and was explanted.

Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as device is entering the investigation process.